Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen screen anomaly and button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able wear the insulin pump. The customer¿s blood glucose level was 90 mg/dl. The customer also stated that the battery of the insulin pump was out all night and they were able to set the date and time when insulin pump get to work. The customer also stated that insulin pump had high pitch noise and then the insulin pump froze and the buttons were not working. Customer also stated that time was working when observed time clock for one minute to verify. Customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.